Manufacturer narrative:
As reported in a research article, an amplatzer vascular plug migrated one minute after placement and was removed. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An article from the medical conference abstract magazine for (B)(6) society of congenital interventional cardiology, was reviewed. The research article presents a case of a (B)(6) female who had a non -abbott device implanted in the venous duct at birth and had a history of asplenia, single ventricle, aortic stenosis, coarctation of aorta and complicated by total anomalous pulmonary venous connection (tapvc) in order to postpone the timing of surgery. Bilateral pulmonary arterial banding was performed when the patient was (B)(6). Tapvc repair was conducted at 3 month after the birth. Two week after, norwood surgery and glenn surgery were performed. Residual blood flow was confirmed within the stent. Decreasing saturation of oxygen was observed due to hepatopulmonary syndrome. Prior to fontan surgery, it was decided to embolize the blood flow inside the stent by amplatzer vascular plug (avp)when the patient was (B)(6). A 6mm amplatzer vascular plug was implanted, one minute after, the device migrated into the descending artery was removed by a non -abbott device. The venous duct was surgically semi-sutured and achieved complete closure spontaneously. After that, fontan surgery was undergone and hepatopulmonary syndrome became improved. [ the author and corresponding author of this article is ono, hiroshi, md 157-8535 2-10-1 okura, setagaya-ku, tokyo tel: 03-3416-0181 fax: 03-3416-2222]